Event description:
It was reported, that the drill broke off into drill guide during surgery. No known impact or consequence to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided and a complaint history search. DHR review not performed as lot no. Is unknown. This device is used for treatment. Medical records or x-rays are not relevant for this event. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation. The root cause of the reported event cannot be determined with the information provided. It has been confirmed that the instrument is not within the scope or subject of any field actions or recalls which could be attributed to reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.